Event description:
It was reported that during a procedure of the 50% stenosed, de novo proximal right coronary artery (rca), the 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was inflated once and ruptured at 16 atmosphere. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Device (B)(4) - incorrect prep-failure to submerge balloon to activate coating. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.